Event description:
During the procedure, the enterprise stent/delivery system (B)(4) was stuck in a prowler select plus microcatheter ((B)(4)/unk) and would not advance. A constant supply of heparinized saline was used through the catheter, sheath, and microcatheter. No further information was provided, and there was no patient injury reported with the event. The products were returned for analysis.

Manufacturer narrative:
One non-sterile stent of an enterprise vrd and delivery was received in a plastic bag; the stent was found deformed (kink and bent) in one of the ends. Stent was observed under the microscope and it was found fractured, it was sent to sem for further analysis. Sem results showed that the fracture surface presents ductile dimples; this could be related to a tensile overload; however, this could not be conclusively determined. Functional test could not be performed due to only the stent was received. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10106609. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as "delivery wire impeded-in microcatheter" could not be evaluated due to only stent was received. The cause of the stent fracture could not be conclusively determined; however, the sem analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The cause of the event experienced by the customer could not be conclusively determined, it is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00293 and 1058196-2012-00292. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the enterprise stent/delivery system (B)(4) was stuck in a prowler select plus microcatheter ((B)(4)/unk) and would not advance in the distal third section of the microcatheter. After the event, other devices were used to complete the procedure. A constant supply of heparinized saline was used through the catheter, sheath, and microcatheter. The distal tip of the microcatheter was not re-shaped. After the event, no damages were noticed on the devices (enterprise delivery systems (unraveled, stretched, kink, bend, fracture, etc), stents (strut uplift or deformed, etc), or microcatheter, and the stent is going to be returned for analysis. The target site was the mca aneurysm with a 5mm broad based aneurysm. The products were returned for analysis. No further information was provided, and there was no patient injury reported with the event. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00293 and 1058196-2012-00292. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the enterprise stent/delivery system (enf452812/1010660) was stuck in a prowler select plus microcatheter (606s255x/unk) and would not advance in the distal third section of the microcatheter. After the event, other devices were used to complete the procedure. A constant supply of heparinized saline was used through the catheter, sheath, and microcatheter. The distal tip of the microcatheter was not re-shaped. After the event, no damages were noticed on the devices. The enterprise delivery systems was not unraveled, stretched, kink, bend, fracture; there was no strut uplift or deformity, etc . No damages were noted on the microcatheter. The target site was the middle cerebral artery (mca) aneurysm with a 5mm broad based aneurysm. No further information was provided, and there was no patient injury reported with the event. One non-sterile stent of an enterprise vrd system was received in a plastic bag; the stent was found deformed (kinked and bent) in one of the ends. The stent was observed under the microscope and it was found fractured, it was sent to sem for further analysis. Sem results showed that the fracture surface presents ductile dimples; this could be related to a tensile overload; however this could not be conclusively determined. Functional testing could not be performed since only the stent was received. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10106609. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported inability to advance the enterprise vrd system through the microcatheter could not be fully evaluated since only the stent was received. The stent was received with strut fracture. The cause and timing of the stent fracture could not be conclusively determined; however the sem analysis and the device history record review did not indicate manufacturing defect or anomaly that could contribute to the event as reported. Based on the report that the resistance during advancement occurred when the stent was at the distal third section of the microcatheter; it appears that the fracture may have occurred secondary to the resistance. The cause of the resistance cannot be determined. Without the return of the concomitant microcatheter no conclusion can be made regarding its relationship to the event. Therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00293 and 1058196-2012-00292.

Manufacturer narrative:
This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00293 and 1058196-2012-00292. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.